Event description:
The customer reported that there was an 'generator error' message displayed. This error resulted in a loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and put back into service.